Manufacturer narrative:
Product event summary: the 4fc12 sheath with lot number 0012076326 was returned and analyzed. Visual inspection prior to disassembly and functional testing was performed on the shaft, handle, and dilator. The visual inspection of the shaft identified a shaft kink/twist at approximately 2.32 inches and 3.32 inches from the tip. In conclusion, the reported shaft kink was confirmed through data analysis and the sheath failed return inspection due to the shaft kink/twist at approximately 2.32 inches and 3.32 inches from the tip. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure, the sheath kinked when the balloon catheter was moved and the balloon catheter would lose stability. No devices were replaced. The case was completed with cryo. After the case was completed, the sheath was removed and the kink was observed. No patient complications have been reported as a result of this event.